Event description:
It was reported that during an ileostomy takedown procedure, the tech tested the tissue retaining pin to make sure that the pin moved smoothly. The device was handed to the surgeon and fired. The surgeon transected the tissue and removed the device. After the device was removed, it was noticed that there were no staples present; the tissue was open. Bleeding occurred, no transfusion was needed. An echelon device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: on what tissue type was the device used? Small bowel. On which firing(s) did this event occur? First firing. Where in the green zone was the device fired? Asku. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? Asku. Was the tissue pin in place prior to firing? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Was another stapling device used during this surgical procedure? Echelon. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. Was there any difficulty removing the device from the tissue? Asku. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? No staples were present. Was proximal and distal control maintained on the tissue during the firing sequence? Asku. Was the staple line inspected for integrity prior to transecting the tissue? No. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Asku. Was a leak test completed? No the analysis results showed that the device arrived in good visual condition and with two reloads present. Reload (a) was received loaded in the device, and reload (b) was received loose inside the bag. Both reloads were returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.